Event description:
It was reported that during a procedure, the plastic head of the instrument fractured when the surgeon inserted the glenosphere. All broken pieces were retrieved and no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign - event occurred in south africa. Visual examination of the provided pictures identified the impactor pad broke. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.